Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was behaving strangely. When loading his insulin pump, insulin started to squirt out during the manual prime process. The customer placed a new infusion set and his insulin pump started to work properly. His blood glucose level was 166 mg/dl. The product will return. Nothing further to report.